Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited crosstalk over-sensing and loss of capture. The ICD was explanted and replaced. The procedure date was not provided. The patient was in stable condition.